Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that did not respond. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips se reported that the v60 ventilator had a navigation ring that did not respond. The se then noted that the front bezel (with navigation ring) was replaced to resolve the issue.